Event description:
It was reported that during a renal angioplasty treatment procedure, "while trying to cross the lesion, making a bend, the hypotube broke where the stent and balloon attach. The device was removed with no patient complications and the case was completed successfully with a 4x15 stent." Current patient status is reported as "ok".

Manufacturer narrative:
Product analysis could not verify the broken hypotube as stated in the complaint. The delivery device with the stent on the balloon was received in good condition with no damage observed. Visual and microscopic examination of the device did not reveal any defects or damage to the device that would have contributed to the difficulties experienced during the procedure. The manufacturing records for top assembly batch 8910336 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the difficulties experienced during the procedure could not be confirmed. We will continue to monitor and trend this type of complaint in order to ensure that there is no compromise of product quality.